Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare field engineer performed a checkout of the equipment. The regulator, gas inlet valve, and proportional valve were replaced, and the unit was returned to service.

Event description:
The hospital reported that, during a case, the bellows became stuck. The clinician reportedly opened the bellows chamber and pushed the bellows to the bottom, resolving the reported complaint. There was no reported patient injury.